Event description:
Device 1 of 3: reference MFR. Report: 1627487-2016-02314, reference MFR. Report: 1627487-2016-02312. Follow-up identified the patient underwent surgery to explant the entire system on (B)(6) 2016. The patient's wound site is reportedly healing well.

Manufacturer narrative:
(B)(4). Complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-02314, reference MFR. Report: 1627487-2016-02312. The patient received two scs anchors from the same lot (device 3). It was reported the patient experienced a blister-like spot at the midline lead incision. The patient was given antibiotics as treatment. Due to drainage at the blister site, the patient was sent to a wound specialist for further inspection. Per the wound specialist and pain physician, there appeared to be 'something superficial' at the wound site which was suspected to be the anchor. Surgical intervention was undertaken on (B)(6) 2016 wherein the leads and anchors were reburied and the wound /incision sites were cleaned. However, the wound site continued to exhibit drainage. An additional surgery is planned as the next course of action to address the issue.